Manufacturer narrative:
Section of the initial medwatch report indicates the reportability awareness date of 08/27/2019. Section of the initial medwatch report should indicate the reportability awareness date of 09/17/2019.

Event description:
During scheduled maintenance by physio-control, the device exhibited a service indicator light and there was evidence of an event code in the device memory indicative of a failure of the AED function of the device. In this state the device would not be able to analyze a patient's rhythm or deliver defibrillation therapy in AED mode, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. At this time, the customer has not agreed to return the device for the investigation. The reported issue could not be verified, and root cause could not be determined. If the device is returned and evaluated, this complaint will re-opened and updated with new information.

Event description:
During scheduled maintenance by physio-control, the device exhibited a service indicator light and there was evidence of an event code in the device memory indicative of a failure of the AED function of the device. In this state the device would not be able to analyze a patient's rhythm or deliver defibrillation therapy in AED mode, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During scheduled maintenance by physio-control, the device exhibited a service indicator light and there was evidence of an event code in the device memory indicative of a failure of the AED function of the device. In this state the device would not be able to analyze a patient's rhythm or deliver defibrillation therapy in AED mode, if needed. There was no patient use associated with the reported event.